Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that when the patient with this pacemaker would start to exercise, their heart rate would increase to the 140 beats per minute (bpm) range. Troubleshooting options were discussed with the health care professional (hcp). The device minute ventilation sensor was recalibrated and further adjustments would be made for the patient's therapy optimization if needed. No adverse patient effects were reported. The device remains in service.